Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and proper size of device to confirm the correct device component sizing, and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, upon deploying the contralateral leg component, the left internal iliac artery was completely covered by the device unintentionally. It was reported that the patient's internal iliac artery entrance was thin, which might have led to incorrect measurements. The procedure was completed without any additional treatment for the covered left internal iliac artery. The physician is monitoring the patient. The patient tolerated the procedure.